Event description:
On (B)(6) 2023, a patient reported that the saluda medical evoke closed loop stimulator (cls) needs to be charged everyday due to battery depletion. Troubleshooting was performed however the reported issue did not resolve. On (B)(6) 2023 patient reported to the clinic that the battery depletes twice in 1 day. It has been noted that the patient underwent a shoulder surgery on (B)(6) 2023. A revision surgery was performed on (B)(6) 2023 to replace saluda medical evoke closed loop stimulator (cls). It has been reported that the surgery went according to plan and the patient is doing well after the surgery.

Event description:
On 10may2023, a patient reported that the saluda medical evoke closed loop stimulator (cls) needs to be charged everyday due to battery depletion. Troubleshooting was performed however the reported issue did not resolve. On 26may2023 patient reported to the clinic that the battery depletes twice in 1 day. It has been noted that the patient underwent a shoulder surgery on (B)(6) 2023. A revision surgery was performed on (B)(6) 2023 to replace saluda medical evoke closed loop stimulator (cls). It has been reported that the surgery went according to plan and the patient is doing well after the surgery.

Manufacturer narrative:
Section d9, device available for evaluation has been updated to "yes". Section h2, device evaluation has been marked as "yes".